Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent button response due to moisture damage on the keypad trace. Minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip. The numbers did not ramp up on their own or the scroll bar was moving with no input.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported the numbers on her insulin pump was scrolling even when the stop button was pressed. The customer's blood glucose was 132 mg/dl. The customer stated she was holding down the buttons for too long prior to the damage occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.